Event description:
P1008 - posterior capsular ruptureissue: on (B)(6) 2023 that dr. (System lls5130) experienced a posterior capsular rupture on a patient.

Manufacturer narrative:
Measure: procedure #14 was reviewed by (B)(6). Analyze: the suction ring was well centered, and the docking was stable. No eye or pid movement was notated throughout the procedure. 1mm capsular clearance posteriorly is programmed, and there is no indication of the laser causing disruption to the capsular bag.the patient was transferred to another clinic for a pars planavitrectomy. Root cause: unknown. Findings were communicated to the doctor.